Event description:
A pt was scanned with a sense body coil positioned around the lower legs. After the examination two second degree burns with blister of 2cm were observed, one on the front of each lower leg.

Manufacturer narrative:
(B)(4): (eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.